Event description:
Per journal article (percutaneous bipolar radiofrequency microdebridement for recalcitrant proximal plantar fasciosis, the journal of foot & ankle surgery, sorenson m. D. Et al, 2011), it was reported that a patient had undergone percutaneous bipolar radiofrequency microfasciotomy for the treatment of recalcitrant proximal plantar fasciosis and developed fhl tendonitis. The precise cause of this complication was not clearly known according to the publication. It was reported in the article that it's possible that the topaz microdebrider wand may have been passed to an excessive depth, placing it into, or close to, the fhl tendon or its sheath. The patient in question was also dissatisfied with the procedure, based on the fhl tendinitis that persisted throughout the observation period.

Manufacturer narrative:
The date of event was reported as between (B)(6) 2006 and (B)(6) 2008. Since the device was not returned for investigation and the lot number was not provided, a complete investigation cannot be performed. No conclusion can be made.